Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-16. Investigation summary: customer returned (3) open 4mm, 32g pen needles without the tear drop label. Customer states that there was no insulin flow during priming. All returned pen needles were examined and all exhibited a bent non patient end of the cannula, which could prevent insulin from properly flowing through the cannula. Bd was able to confirm the customer¿s indicated failure (bent non patient end of the cannula). Root cause is user related. The non patient end of the cannula was bent during use of the product by the customer. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 ca had no insulin flow during priming. The following information was provided by the initial reporter: material no. 320555, batch no. 9344160. It was reported that there was no insulin flow during priming and patient end was bent. Verbatim: consumer reported, no insulin flow when priming some of her pen needles. Stated, once, she found the patient end was bent prior to injection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 ca had no insulin flow during priming. The following information was provided by the initial reporter: material no. 320555, batch no. 9344160. It was reported that there was no insulin flow during priming and patient end was bent. Verbatim: consumer reported, no insulin flow when priming some of her pen needles. Stated, once, she found the patient end was bent prior to injection.